Event description:
A customer reported that the screen of their device lost brightness, remaining dark and making data difficult to read, which impaired their ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.